Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure on (B)(6) 2018, the patient was unable to establish a connection with the ipg. It was noted the device was placed in the surgery mode prior to surgery. However, an error message was displaced on the clinician programmer. Trouble shooting was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.